Event description:
The device was used during a thoracoscopic wedge resection procedure. Reportedly, the staples did not form properly and the instrument broke. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.